Event description:
Manufacturer's representative reported the pt has had intermittent episodes of symptoms of withdrawal. The symptoms include nausea, vomiting, sweating and an increase in pain. It was also reported the pt has had a seroma since the implant of the pump. The pump was implanted deep and all pump refills have been performed under fluoroscopy. A dye study was attempted but due to some difficulty with the aspiration it was ruled as inconclusive. The situation is ongoing and replacement surgery is planned for 2004. A follow up report will be sent when additional information is obtained.